Event description:
On 10/04/2024, it was reported by a sales representative via (B)(4) that two abs-10061t arthrex angel prp kits are experiencing an issue. Contact has stated that the machines are showing error codes. They are saying that the chambers are being spit out. 3 minutes left after every spin, the machine will pause, and they would have to hit play. They are only getting 1 cc instead of 3 cc's. Tac has sent some troubleshooting steps and is awaiting a response from the contact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.